Event description:
A territory manager contacted zoll customer support to report that a (B)(6) pt's battery pack was not working properly. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery not holding a charge) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge when placed in the charger. A root cause analysis is currently underway at itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.